Event description:
Pt complains of rashes, burning pain in chest, dry mouth, hands turn white in cold, joint swelling and tenderness, muscle aches, pains and weakness, loss of memory, reflex and balance, photosensitivity, sleep disturbance, easy bruising, trouble swallowing, colon problems, night sweats, nose and mouth ulcers, low grade fever, and eye problems.